Event description:
It was reported by the patient that she underwent an obturator sling procedure on (B)(6) 2004. The patient experienced pain on urination, urinary retention, and bladder distension. The patient has had frequent urinary tract infections that have required recurrent prolonged antibiotic usage. The patient has taken cipro, levaquin, macrodantin, and trimethoprim. The patient has had repeated urodynamic testing that was painful and resulted in another urinary tract infection. The patient was instructed to self-catheterize nightly which was very painful. The patient has experienced dyspareunia so painful that intercourse was not possible. The patient also had physical therapy.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This medwatch report is in response to receipt of maude event report (B)(4).